Event description:
It was reported that this pacemaker was showing difficulties to be identified by the communicator. The patient reported feeling symptomatic. Then it was found that the device was in safety mode, therefore it was recommended to be explanted and returned for analysis. The pacemaker has been explanted at this time and the field representative will send it back for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was showing difficulties to be identified by the communicator. The patient reported feeling symptomatic. Then it was found that the device was in safety mode, therefore it was recommended to be explanted and returned for analysis. The pacemaker has been explanted at this time and is not expected to be returned for analysis according to field representative. No additional adverse patient effects were reported.